Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece running on its own.